Manufacturer narrative:
A ge svc rep performed an onsite investigation. The left monitor was replaced. The system was then found to be operating as intended.

Event description:
The field svc engineer reported intermittently the left monitor failed to display an image. There was no report of a pt and/or customer serious injury or death.